Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test at 0.08710 inches. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose over 600 mg/dl. The customer also reported that the insulin pump alarmed no delivery. The customer¿s blood glucose level was 302 mg/dl at time of incident. The customer gave correction with manual injection for the high blood glucose. The high pressure test was performed and passed. The customer stated that the insulin pump had an error where it's not filling and stated that reservoir and tubing had a blockage. The customer stated that the insulin exited during priming. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The device information provided with the initial report was incorrect. The correct information has been provided with this report.